Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the thrombus on the end of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was placed in the left atrium however a small clot was noted under echocardiogram at the tip of the clip. It was assumed that it was thrombus. Additionally, the act was 272 and the physician wanted to improve this number. Therefore, additional heparin was administered to the patient but the clot was still there. The cds was then removed and inspected outside the anatomy; however, nothing was noted on the clip. A new cds was used and the clip was implanted to successfully complete the procedure. The mr was reduced to 1+. The patient is stable. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of emboli (thrombus) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported patient effect of thrombosis cannot be determined. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.